Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the pump and causing it to shut down. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.